Event description:
It was reported there was a loss of efficacy. The patient had a return of tremor on the right side of their body. The patient had been admitted to the emergency room with these symptoms. The physician noted the stimulator could be read with the patient programmer and they believed the wife had attempted adjustments. It was reported the patient had a shocking and jolting sensation. It had occurred four times for approximately ten seconds at a time for the last two weeks. The patient was hospitalized due to shocking and sudden onset of dysarthria and difficulty with gait.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # l72908, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # n25029a, implanted: (B)(6) 2001, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).